Event description:
The customer contact reported that prior to patient use, the device alarmed with a s233 (over temperature-psc) malfunction alarm code the device was returned to the biomedical department for an over temperature alarm. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device fan was not spinning properly. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.